Event description:
It was reported that: while pulling the anesthesia machine off of an elevator, a wheel got stuck in the space between the elevator and the floor. The machine tipped over and a hosp employee sustained a broken clavicle. The hosp employee was attempting to move the machine by herself.